Manufacturer narrative:
(B)(4). The field service engineer (fse) troubleshot the system and found that the smell was caused by a component inside the generator, there was a problem with the generator power supply, it failed. The fse replaced the hf generator IV pack (15 kw), this solved the problem. No fire occurred.

Event description:
The customer claims that the unit smells like smoke.